Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for the procedure which was going to occur in the kidney. During the procedure, the console stopped working. The screen on the console turned light blue without any writing on it. Then, a message appeared on the screen. The console was restarted in accordance with the instructions on the screen. After a short period of use, the same device issue occurred. The physician then decided to turn the console off and not use it anymore. As a result, the surgeon was unable to use as much laser as she would have desired for the patient. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that the patient had been sedated using general anesthesia in preparation for the procedure which was going to occur in the kidney. During the procedure, the console stopped working. The screen on the console turned light blue without any writing on it. Then, a message appeared on the screen. The console was restarted in accordance with the instructions on the screen. After a short period of use, the same device issue occurred. The physician then decided to turn the console off and not use it anymore. As a result, the surgeon was unable to use as much laser as she would have desired for the patient. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was not returned for analysis. However, the console was serviced by a field service engineer (fse) at the customer's facility. During investigation, the fse found a blue screen with the windows error message appeared twice during use. The lpu (computer) was replaced. The console was then tested and passed self-test. The console passed all checks, and no further errors were received.